Event description:
Lab noted after running controls that "rfv's" for section a2 (one of 30 pump positions) were much lower than the allowed range. Field svc was called to the site and replaced the pump motor assembly at which time the section functioned properly. Lab determined that the pump at position a2 had not been pumping properly for the period of time 8/7/00-8/10/00 during which time vidas assays had been run. Upon correction of the problem the lab performed repeat testing on 2 hiv samples, both of which gave the same results as originally reported, 3 hepatitis b samples, two of which gave the same results as originally reported and one of which that was originally reported as <10 iu retested at 10-100 iu. The three chlamydia samples were not retested as the samples had been discarded. Please note that the hiv and hepatitis b assays are not available for sale in the united states.